Event description:
It was reported that the device delivered unanticipated therapy in response to noise. Electrical measurements were reported to be within normal range. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was noted at 12.5-12.8cm and 26.3-27.4cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 20.9-21.4cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.3-13.7cm from the distal tip. The coil lumen was breached at 13.4-13.6cm from the distal tip. This could contribute to the reported field event of noise.